Event description:
It was reported that the bed scale was not accurate. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cell, investigation ongoing, a follow-up will be submitted with add'l info.